Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level but could not recall the actual number. The cause of low bg was unknown. The customer became unresponsive and received third party assistance from emergency medical services (ems), who provided and IV drip to addressed bg. The customer was unconscious, but no permanent damage occurred. No additional patient or event information was available.